Event description:
Patient reported left side infection and pain. Healthcare professional report a left-side rupture and a bilateral explant of textured breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, g.1.

Manufacturer narrative:
Device evaluation: the device related to the reported event of infection, rupture, anxiety-product procedure was received on may 21, 2021 with lot number 1607876. Visual analysis of the returned device identified: weight within specification, curved opening, yellow particles in shell. A microscopic analysis was performed which identified: a sharp opening with localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr] on 07/28/2010. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: infection, pain, rupture, and exchange of textured breast implants due to the patient¿s concern with the product further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side infection and pain. Healthcare professional report a left-side rupture and a bilateral explant of textured breast implants due to the patient¿s concern with the product.